Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited an increased capture threshold. Perforation was confirmed via scanner. Sensing and hv impedance were within range. Pacing was not efficient. It was decided that the lead would remain in place and the threshold evolution will be monitored.